Event description:
Reportedly, pt expired approx after an implant duration of 0.9 mo, due to unk reasons. Unk if pt death is device related. Info rec'd from implant pt registry. No further info rec'd.

Manufacturer narrative:
Device not returned.